Event description:
This is a non-us event. The event occurred in (B)(6). The consumer indicated that her tampon appeared to contain mold.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.